Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected motor related error noted. Motor was tested outside device and passed. No hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected (line number (B)(4) file number (B)(4)) and pump the main arm cannot communicate with the motor arm alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received the main arm cannot communicate with the motor arm as well as hal software error detected and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer¿s blood glucose was unknown. Customer stated that active insulin was cleared and hour and date needed to be set up again and performed a fixed prime of 0.2u. Customer advised to insulin pump needs to be replaced suggested to revert to back up plan. Insulin pump will be returned for analysis.